Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient presented with blurry vision in the right eye five days post photo refractive keratectomy. The patient was noted to have a peripheral corneal ulcer which is presumed to be contact lens related. The patient was prescribed topical antibiotics and corticosteroids. Additional information received states a small residual scar remains but there is no risk for worsening.